Event description:
Procedure type: sleeve gastrectomy. According to the reporter: malformed staple at the end of firing. Malformed staples were observed on the distal end of the staple line. Surgeon noted the problem and believes it to be reoccurring. Does not affect staple line as far as surgeon can tell. Current patient status: fine. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Seamguard buttress material was used.

Manufacturer narrative:
(B)(4).